Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The faulty cable was returned to livanova (B)(4) for investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the cable of a heater-cooler system 3t showed significant smoldering traces during maintenance. There was no patient involvement.

Manufacturer narrative:
Evaluation of the returned cable confirmed that the device current is insufficient to cause the damage discovered. A measurement of the conductor resistance showed no deviation from the specification. It was determined that the cause of the damage was most likely a faulty socket with an increased contact resistance.